Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of reep3989 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the patient had a powerpicc implanted on (B)(6) 2021. It was stated the catheter was damaged and leakage was noticed on (B)(6) 2021. There was no reported patient injury. No other information was provided.

Event description:
It was reported that the patient had a powerpicc implanted on (B)(6) 2021. It was stated the catheter was damaged and leakage was noticed on (B)(6) 2021. There was no reported patient injury. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged catheter was confirmed. The product returned for evaluation was one 5fr d/l powerpicc catheter. Usage residues were observed throughout the sample. The catheter was received in two segments which shared a complete break between the 8cm and 9cm depth markings. Tactile inspection of the sample revealed tensile weakness throughout the proximal catheter segment. Microscopic inspection of the break site revealed a coarsely granular fracture surface. The catheter exhibited an elliptical cross-section at the break site. Curved impressions were observed at the proximal end of the distal segment. Attempts to infuse water through the sample using a 12ml syringe revealed both segments to be independently patent to infusion and aspiration with no observed leaks. The break characteristics and tensile weakness were consistent with catheter damage caused by tensile (pulling) stress. The impressions in the proximal segment were typical of fragment removal using a snare instrument. H3 other text : evaluation findings are in section h.11.